Event description:
The customer contact reported an adverse patient event following an unspecified alarm condition. No specific patient information or pump programming were provided. It was reported that during delivery of an unspecified medication, a device alarm condition occurred and the delivery stopped. While the staff was setting up the replacement device, the patient coded. The customer contact stated that the patient was treated with "CPR." The device was removed from clinical service. Multiple unsuccessful attempts have been made to obtain additional information including patient outcome.

Manufacturer narrative:
The device passed testing. The pump history was downloaded at the manufacturing site. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event.